Event description:
Non-specified repair request initiated for device. No patient impact reported. Repair request escalated to complaint due to customer indication that this report is a complaint. On follow-up it was noted that no additional information was available as the facility's risk management department did not receive an incident report.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Report inconclusive. No evaluation was performed, as the device was not returned. No review of manufacturing history can be performed as device identification is not available. If the device is identified and returned in the future, product analysis may be performed. No additional information was available on follow-up. The user manual contains the following warning "the attachment should not be used if any part of the attachment appears to be bent, loose, missing, or damaged. Excessive pressure or improper handling, such as bending or prying, of the attachment or dissecting tool may cause injury to the patient, operator and/or operating room staff."

Manufacturer narrative:
This event is associated to medwatch (B)(4) that was filed by the user facility.